Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of a pump stoppage recorded in the log file was confirmed during the MFR's eval of the log file. The log file was retrieved from the system controller and numerous power cable disconnect and several low voltage alarms were recorded. Based on the recorded voltage levels associated with the alarms, it appeared that these events were the result of routine power exchanges. A controller cell low alarm followed by pump disconnected and low flow hazard alarms were recorded, resulting in the system controller reporting a red heart alarm. The log file suggested that the alarm reset button was depressed on the system controller. The events following revealed that the system recovered to the desired set speed and the rest of the log file revealed that the system was able to maintain the set speed with no interruptions, and produced a stable flow and pump power. The system controller was functionally tested and was found to operate as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. The resistance and electrical continuity of all inner wires were measured and no anomalies were found. The system controller was found to function as intended during analysis. A review of the device history records showed no deviations from mfg or qa specs. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that low speed and pump stop events were noted in the log file of the system controller. The log file was reviewed and indicated that the low speed and pump stop events were due to a pump disconnect. The vad coordinator stated that the pt did not experience any alarms and symptoms and that the pt stated that the pump was never disconnected from the system controller. The pt's system controller was exchanged. The pt remains ongoing.